Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for failed back surgery syndrome and spinal pain. Information was reported that the caller believes the patient's ins was removed because it "was getting old as it was not working". The caller was asked to confirm if the whole system was explanted or just the ins and the caller believes only the ins was removed and the explant date was (B)(6) 2018. The caller noted the patient is planning to have surgery in the near future to have another ins implanted. No further information was reported. No additional patient symptoms were reported.